Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A surgeon of (B)(4), reports via fax that, "during a surgical procedure of endoprosthesis due to a fracture of the femur, planned to use the femoral head size o. When the nurse opened the inner blister, the item seemed to be wrapped into a non sterile packaging, with the expiry date written by hand (expiry date: 20th february 2007). I decided to use a femoral head of a different size (size 4)". Moreover, the surgeon refered that on the label, the expiry date was 07 december 2011.